Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was to have a battery replacement. The generator was unable to be interrogated, believed to be due to battery depletion. The battery was replaced, and high impedance was seen when lead was connected to the new battery. A test resistor with the accessory pack was used to confirm the impedance was a lead issue, not an issue with the new generator. A lead revision was then performed. The explanted lead is not available for return to the manufacturer, indicating it was likely discarded. No other relevant information has been received to date.